Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (20 mg/ml at 5.5 mg/day) via an implanted pump. It was reported that the patient presented for a pump replacement procedure today due to the pump reaching eri (elective replacement indicator). During the procedure, the hcp was unable to aspirate the catheter and opted to replace the entire catheter. The spinal portion of the catheter was left implanted and out of service. The pump segment of the catheter was removed. A new catheter was implanted and attached to the new pump. There were no reported patient symptoms. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that it was ¿unknown why this occurred.¿ the issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 22-feb-2021, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(6), ubd: 05-apr-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.